Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a bent cannula on the infusion set. Customer's blood glucose at the time of the incident was 77 mg/dl. Customer did not state whether the insulin pump alarmed a no delivery alert. Troubleshooting was not done at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not expected to return.